Manufacturer narrative:
(B)(4).

Event description:
The customer reported weak false positive reaction of a sample with seraclone anti-e art. - no. 802370100, lot 7038140-01. We are still waiting for the sample and the complained product which were requested from the customer. Therefore our retension sample was tested with different e-positive and e-negative red cells. All positive and negative reactions were correct. We didn't observe any false positive reactions. Customer reported that the pt most likely had a variant anti-e. He had sent the sample to an external reference laboratory for testing. He is still waiting for the complete results. Testing of the quality control laboratory confirmed the correct function of the affected seraclone anti-e lot. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained product. We have no further complaints related to this issue.